Event description:
Healthcare professional reported right side implant exchange due to the patient's concern with the product. Healthcare professional later reported capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #(B)(4). Aware date should have been listed as 8/26/2024.

Event description:
Healthcare professional reported right side implant exchange due to the patient's concern with the product. Healthcare professional later reported capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side implant exchange due to the patient's concern with the product. Healthcare professional later reported capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported, right side implant exchange, due to the patient's concern with the product. Healthcare professional, later reported, capsular contracture, baker grade unknown. Device has been explanted.